Event description:
Device malfunction: unk. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, while advancing the device it felt "odd". When the device was pulled back it was noticed that the deployment sheath looked as though it had malfunctioned. The device was removed and an angioseal was used to complete hemostasis. There was no adverse patient effect reported. Though requested, no additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.